Manufacturer narrative:
(B)(4). Baxter apatech completed the investigation. As neither the lot number nor sample were provided, no batch review or sample evaluation was possible. Per apatech, further investigation could not be performed as the lot number and sample were not available. No trend was identified. Customer closure notification will be completed per local procedures and requirements, if applicable. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the lack of fusion and progression of postoperative symptoms requiring revision surgery is the result of multiple factors, but due to the described implant failure we cannot exclude that the bone substitute has caused or contributed to the non-fusion of the spinal instrumentation. The reported serious adverse event is possibly associated to the use of actifuse. A follow-up report will be submitted upon completion of the investigation.

Event description:
Dr. (B)(6) says that he was the neuro/spine surgeon responsible for doing the revision of a patient which used actifuse. He also says that the case was 1 year postop and that a failed fusion was the reason for the second surgery. Additionally, he claims that there was only a "ball of scar" in the posterolateral gutters and that there was "no consolidated fusion what so ever".